Event description:
An impella cp device was inserted into the right femoral artery in a 72-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During preparation, the staff attempted to prime the pump and de-air in the purge menu, but was unsuccessful. Automated impella controller (aic) had a purge pressure of 560mmhg, but no purge flow. A decision was made to replace the pump on the same aic. Priming and insertion were successful. The impella will be reported due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support. Additional information was received indicating that the clinical assessment of pc codes shows the device replacement is related.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), g1 (manufacturing site name). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. This report is being submitted to correct (b1, b2, b5, h1) captured under the initial report. Upon further review, the report type selected in that submission was determined to be incorrect and the report has been updated accordingly to accurately reflect the appropriate reportable event category. Additional information has been provided in h3, h6 and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the priming problem was not determined as there was no defect found with the returned pump and purge cassette, no data logs were recovered, and insufficient clinical details were provided.

Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Correction. Section e1 was updated with the initial reporter's name, title and occupation.

Event description:
The complainant reported that during preparation of an impella cp, the pump would not prime or de-air. The automated impella controller (aic) recorded a purge pressure of 560 mmhg; however, no purge flow through the pump was observed. A new impella cp pump was opened and successfully primed. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event.

Manufacturer narrative:
A3a. Sex/3b.gender is unknown. A4. Weight of the patient is unknown. A5. Ethnicity is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.